Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance with multiple cartridges while trying to fill the cartridges with insulin. The customer was able to reinsert the needle into the cartridges and fill the cartridges as expected. There was no reported impact to the customer's blood glucose level.